Event description:
It was reported that during an unknown procedure after the second firing the device used would not re-open once stapled. It was not known how the case was completed. No additional information was available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # m52r4m. Additional information was requested and the following was obtained: was the device removed from the tissue? If yes: how was the device removed? Pulled off the tissue. At what firing did the issue occur? In the middle of surgery. How was the procedure completed? As normal. What was the surgeon's name? Dr. Mirza the analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.